Event description:
(B)(4). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Ever since she had essure put in she started developing headaches that were different than in the past, her menstrual cycle has changed, irritable, moody, right side pain that no one can explain why she has had ultrasounds, colonoscopy and auto immune disease testing, insomnia, blood in urine. Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Product technical complaint investigation received on (B)(6)2015, (B)(4). Follow-up information received on 03-mar-2016 and this case was upgraded to incident: the case (B)(4) was identified to be a follow-up of this present case, and all of its information has been transferred to this current case. On (B)(6) 2016 the consumer reported that after having essure inserted she experienced pain, bloating, fatigue and her adrenal glands started to fail. She underwent a hysterectomy. Follow up information received on 08-mar-2016 from social media: the consumer reported she woke up with an abdominal pain one day four years ago from the time of the report, she stated it felt very similar to trapped gas. She reported the sharp, constant pain clawed at her lower right side, and after a couple weeks, it still had not gone away. She went to her obgyn, who examined her and found nothing abnormal on an ultrasound. The physician suggested it might be a gastrointestinal issue, so she visited a specialist and underwent a colonoscopy and everything was normal. She went to an urologist, every day she was waking up feeling bloated, as though she was about to get her period. Fatigue set in, hampering her daily activities, like caring for her sons and running her own business. She stated she bounced around between gynecologist, gastroenterologist, and urologist and nothing was ever found. And the pain would not go away. Several years passed, at one point, her adrenal glands started to fail; the consumer saw three different endocrinologists and was tested for multiple autoimmune diseases. Again, the results came back negative. Around the time her pain started, in early 2012, she had elected to have the essure device, a metal coil, inserted into each of her fallopian tubes as a form of permanent birth control. After weighting three or four different opinions she opted to have her uterus removed in (B)(6) 2015. Six weeks after surgery, the consumer improved. Her fatigue, bloat and pain have disappeared. She believed her autoimmune issues developed as result of allergy to nickel. The consumer has considered legal action. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had right side pain/ pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she stated her adrenal glands started to fail and she had blood in urine and she believed her autoimmune issues developed as result of allergy to nickel. The consumer has considered legal action. Only pain is listed according to reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, limited information was provided. However, considering pain's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining events, due to their nature and given essure's local action into the fallopian tubes, causality is considered unlikely. This case was upgraded to incident, since a hysterectomy was reported upon follow-up. Based on the available information, there is no relationship between the reported events and a quality defect. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Follow-up information received on 10-jun-2016: despite follow-up attempts, no response was given to date. Case closed.

Manufacturer narrative:
Quality safety evaluation received on 19-apr-2016 ptc global number (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized overnight due to fluid overload during essure (fallopian tube occlusion insert) insertion procedure. This event was considered serious due to hospitalization and is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, fluids should be monitored and the hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, the physician was not monitoring patient's fluid during the procedure and she experienced a fluid overload. After hospitalization, physician confirmed she was fine. Considering the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded and due to the reported hospitalization this case was considered an incdent. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 26-apr-2016: ptc result updated. Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do no conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 03-may-2016: follow up information was received from consumer via social media. She said that you almost felt like you were losing your mind. She had severe abdominal pain for nearly five years after essure was implanted. She had cat scans and colonoscopies and different gynecological procedures and finally linked her pain with essure after finding the group on a website, but said she got few answers from doctors. They were not trained when there were complications. Consumer decided to have hysterectomy and was also part of a lawsuit against bayer. The decision to have a hysterectomy was very emotional and it was a very hard decision to make. After her surgery to remove essure, she said her symptoms eased. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had right side pain/severe abdominal pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she stated her adrenal glands started to fail and she had blood in urine and she believed her autoimmune issues developed as result of allergy to nickel. The consumer has considered legal action. Only abdominal pain is listed according to reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, limited information was provided. However, considering pain's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining events, due to their nature and given essure's local action into the fallopian tubes, causality is considered unlikely. This case was upgraded to incident, since a hysterectomy was reported upon follow-up. Based on the available information no product quality defect was confirmed. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that information from two distinct reports were submitted in error under MFR# 2951250-2016-00175. MFR number 2951250-2016-00175 is being abandoned by bayer. All information from argus case (B)(4) will be resubmitted under MFR # 2951250-2017-02282. All information from argus case (B)(4) will be resubmitted under MFR# 2951250-2017-02283.